Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A product evaluation was performed only by the pictures provided in response to this report, because the product said to be involved was not provided to cook for evaluation. Based on the photo, we can confirm the report of the coating fraying on the core wire, however due to the device not being returned, we cannot complete an evaluation to determine if any of the coating has detached. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use advise the user that "for best results, wire guide should be kept wet." The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following information was received on 09/22/2016: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. Per the user: "the wire stripped in the middle of an ercp, causing loss of access [to the papilla] and potential for patient injury." A med watch report number mw5065129 was received 10/12/2016 and stated the following: "during the procedure, plastic stripped off the wire. Removed, used a different wire to complete the procedure. No harm to the pt [patient]."

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. Throughout the length of the wire guide, the wire guide coating feels rough and coated with an unknown dried substance. Approximately 2 cm of the distal tip is sticky with an unknown dried substance. There are numerous kinks throughout the distal 15 cm of the wire guide. Approximately 11.1 cm to 15.7 cm from the distal end is a section of bare core wire. Approximately 3.4 cm to 11.2 cm from the distal end, the wire guide covering has folded over itself with a 1 mm split in the folded portion at 4.2 cm. The wire guide feels rough with small bends in the wire guide coating approximately 154 cm to 158 cm from the distal tip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instruct the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precaution the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. According to the report, the physician felt a lot of resistance when using the wire guide. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.